Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impactor was broken when the tibial plate was implanted to the patient¿s knee joint on (B)(6) 2018. The tibial impactor was used with attune impaction handle (p/n: (B)(4), lot number was unknown). There was 3 min surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the investigation confirmed that the impactor had broken depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.